Manufacturer narrative:
The user facility tried rebooting the system but the ccm was still frozen. The field service representative (fsr) verified the reported complaint. He installed a new ccm. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was frozen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2018: (B)(6). Logging stops several times in the log which could indicate a central control monitor (ccm) freeze. The log would look the same if the system were ungracefully powered off. No way to tell from the log which one occurred. During laboratory evaluation, the product surveillance technician (pst) duplicated the reported issue. He observed the cursor to not respond to touch screen commands due to an intermittent dual in-line memory module (dimm) stick connection. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.